Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing is defective. The device was implanted in 2011.

Manufacturer narrative:
This follow-up MDR is created to document the additional event date and implant date, and the conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion is noted on all tubes and all strain relief of the pump, on the exhaust tube of cylinder #1, and on the exhaust tube and strain relief of cylinder #2. Partial separations with abrasion are noted on all tubes of the pump and on the exhaust tube of cylinder #1. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1 or cylinder #2. The information received indicated the tubing was leaking, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 2552457. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.